Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545. Manufacturing Site: 3003442780.

Event description:
It was reported that patient have experienced infusion set occlusion with insulin flow blockage in the tubing which led to high blood glucose of 419 MG/DL and it was treated by Corrective injection via insulin shot syringe on (b)(6) 2026.